Event description:
It was reported that the patient received inappropriate therapy, and there was oversensing, noise, and impedance for all leads was infinite. Because it was believed to be a device issue, the device was explanted and replaced, and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: initial analysis found that the device would not sustain pacing without a programming magnet applied. Further analysis observed a low voltage condition resulted in loss of pacing output and sensing difficulties. The low voltage condition was caused by a leaky capacitor. It was reported that the patient received inappropriate therapy, and there was oversensing, noise, and impedance for all leads was infinite. Because it was believed to be a device issue, the device was explanted and replaced, and the leads remain in use. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure capacitor device was out of specification in a manner that relates to event impedance, high interference oversensing shock, inappropriate.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) initial analysis found that the device would not sustain pacing without a programming magnet applied. Further analysis observed a low voltage condition resulted in loss of pacing output and sensing difficulties. The low voltage condition was caused by a leaky capacitor.